Event description:
It was reported that at follow-up appointment, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The physician subsequently surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This explanted crt-p is expected to be returned for analysis but has not yet been received.